Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) occurred during drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient confirmed he was unaware what might have caused the se 2240 alarm. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The hp stated he got the alarm and turned the hc off. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to contact their nurse. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp confirmed he was unaware what might have caused the system error 2240 alarm. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that they have already disposed of the supplies and no further information is available at this time. The hp also stated no companion samples were available. The hp stated this was an isolated event.